Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the asd closed with an occluder. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received. During first establishment of final arm angle (efaa), the physician forgot to lock the clip. The clip was relocked but still opened slightly but within the acceptable 5 degree range.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xt lot: 31122r1039 was chosen for implantation utilizing steerable guide catheter (sgc) lot: (31212r1050). During first establishment of final arm angle (efaa) the clip opened slightly but within the acceptable 5 degree range, the second establishment of final arm angle (efaa) after lock line removal, the clip opened to 50 degrees from closed at 20 degrees when opened one rotation nuetral. The clip was reopened but jumped to inversion state. The clip was closed again but the clip remained opened since the lock line was removed. A replacement xt lot: 30915r1054 was then implanted successfully. After the sgc was removed, there was a right to left shunt so the atrial septal defect was closed with an occluder. There were no device issues with the sgc observed. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional cds0705-xt device referenced in b5 is filed under separate medwatch report number.